Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery) was confirmed. Upon investigation the charger/modem was resetting and unable to charge a battery pack. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. Additionally, the battery board was thermally damaged. The root cause for the u1003 and u104 failure could not be positively identified. The root cause for the thermal damage could not be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a battery charger was unable to charge a battery pack.